Manufacturer narrative:
(B)(4). No product will be returned per customer as set was discarded. The customer report of cracking and leaking could not be confirmed due to the product was not returned for failure investigation. The root cause was not identified.

Event description:
The customer reported that the mother of a home care pt came across several cracked and leaking products. She changed the products until she found one that was not leaking. There was no report of pt harm or medical intervention. The customer stated that no further pt or event information is available.